Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the inflow and outflow aspects on a leaflet. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Two (2) leaflets exhibited tears near their commissures; calcification was evident near the tears. Serrated markings were observed on the host tissue located on a commissure. The x-ray demonstrated heavy calcification on all three (3) leaflets, a bent commissure, and wireform distortion around the valve. The sewing ring was cut around the valve and the wireform was exposed at the inflow aspect. The clinical report of calcification and stenosis was confirmed as calcification restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this device was explanted after six (6) years, ten (10) months due to stenosis and moderate insufficiency, secondary to calcification. As reported, the patient had a dilated left ventricle and left bundle branch block. Upon visualization, the valve appeared sclerotic. This was excised and was replaced with a 25mm pericardial bioprosthesis. A mitral valve repair took place before the patient was removed from bypass. There were no complications.